Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: investigation is based on event description. No product returned why unable to determine exact reason for difficulties encountered when attempting to advance the sheath over the filter. However, actions have been taken to prevent similar incidents in future as according to an upcoming change of the IFU the filter must not be completely covered by the sheath. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: once the filter had been transferred from the femoral system to the jugular system the sheath would not advance over the filter. The legs of the filter were uncovered and as such caused the sheath and the valve to tear. Patient outcome: n/a - prior to patient contact.